Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 11 years and 4 months post left side tka, this male patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) this has been determined to be a duplicate, all further information will captured in 1038671-2022-00131 / (B)(4).